Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call that, the customer mentioned that about a year ago he had a leaky reservoir in the pump, there was a lip on the o-ring seal and it leaked inside the pump and he could see through the window that there was insulin in the pump. The location of the leak was past the o rings. Customer stated that the leak is past 2nd o ring. Customer also stated that, there was a crack in the reservoir compartment. Customer stated that he had a reservoir leak about a year ago, there was a lip under the seal and it leaked inside the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.